Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl which was treated with juice. Customer states that after treating low blood glucose it leads to rise to 100mg/dl, 150mg/dl, 178mg/dl. Further customer states that they received alert for change sensor and calibration not accepted. Sensor will be return for analysis.